Event description:
Pt developed pain and contracture with right side worse than the left. On the right side the surgeon found two areas of rupture on the inferior surface, one medially and one laterally. These had been lined with a capsule which has evidence of longstanding rupture. A fiberoptic retractor was utilized in the pocket where the implant had been removed. The area was irrigated with saline, wiped with sponges, and penrose placed. The left breast was treated the same with two areas of extracapsular dissection, blebs within the capsule, and evidence of longstanding rupture. Both specimens in pathology indicated implants with adherent capsule.